Manufacturer narrative:
The event was reported by the user facility to the national authority only - there was no involvement of manufacturers service representatives after the event. Reportedly, the technical department of the hospital or a 3rd party service provider evaluated that the battery failed and exchange was initiated. Finally the manufacturer concludes that an investigation or further evaluation of the provided information does not allow a reliable conclusion about the root cause. The affected device was manufactured in march 2018 - the battery is subject to maintenance - it must be exchanged according the defined intervals requested in the instructions for use of the device. The status or history of maintenance of the affected device is unknown to the manufacturer.

Event description:
It was reported that during use on a patient the ventilator stopped with black screen and restarted frequently. The patient was connected to a spare device - no injury or serious impairment of patients state of health reported.